Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B) (4) has been completed. The reported problem was confirmed. The electrode belt was unable to detect a cardiac signal, as confirmed by the manual recordings, and the alarms were caused by inconsistent artifact even though the patient confirmed wearing the vest properly. The cause for the lack of cardiac signal detection and inconsistent artifact was a defective v2 component on one of the four ECG sensing electrodes. The v2 component is a voltage suppressor located on the four ECG boards within the ECG sensing electrodes. Specifically, the defective voltage suppressor was located on the ECG "c" sensing electrode and was pulling down the 5v power supply signal required to detect a cardiac signal. The root cause for the defective voltage suppressor was not positively identified. The voltage suppressor was replaced and the electrode belt successfully detected and monitored a cardiac signal. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.

Event description:
A (B) (6) female patient contacted zoll lifecor customer support service to report she had received a few alarms from the device the day before. Support service sent a patient service representative to assist the patient with a few manual recordings. Support service reviewed these manual records that indicated possible equipment damage. The patient was provided with a replacement electrode belt.